Event description:
It was reported that the patient was allergic to morphine so much so that when the health care provider (hcp) first placed the morphine, the patient reacted so bad that she threw up and it yanked the catheter out of the spine. The patient had to have a catheter revision at that time. It was noted the hcp secured it so good during the revision that the patient hasn't had to have any catheter replacements in 15 years. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l65390, implanted: (B)(6) 1999. Product type: catheter: product ID 8703w, lot# l60855, implanted: (B)(6) 1999. Product type: catheter: product ID 8709, lot# l65390, implanted: (B)(6) 1999. Product type: catheter: product ID 8703w, lot# l60855, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Event description:
It was further reported from the health care provider that this patient never had anything like that happen and had never had device issues.